Event description:
Additional information received from the patient reports she had been unable to get reprogrammed since november and ¿it doesn¿t work on these programs¿.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that she was not sure what led to the loss of therapy, it just stopped working as well. There were no falls related to the issue. The patient went to the doctor and they reportedly did not do anything. They said that reprogramming made no difference and they would not and could not reprogram her.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported she was looking at the ceiling lights when the device started shocking her. She turned stim off because of this. There was no fall or trauma that was related to this issue. It was also noted that the patient had tried increasing stim and tried every program but she had not seen improvement in her symptoms. She had to go to the bathroom every 20 minutes. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. Follow up is being conducted to obtain the circumstances that led to the event, the steps taken to resolve the event and the resolution of the event. If additional information is received, a follow up report will be sent.